Manufacturer narrative:
(B)(6) (B)(4). Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds). The balloon was tightly folded with the stent secure on the balloon. The hypotube was separated 22.5cm from the guidewire exit notch. The fracture face was oval as if kinked prior to separation. The proximal end of the device (i.e. Remainder of hypotube and hub) were not returned for analysis. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. A 2.75mm x 32mm liberte¿ stent was advanced to treat a lesion; however, during the procedure, the device broke inside the patient. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.